Manufacturer narrative:
Unknown taper. Device labeling addresses the reported event of "leak(s)" as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening and a pocket must be created for the port, so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. Adverse events: deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was "diagnosed with leak under x-ray. When band was removed it was discovered as a tubing fracture."

Manufacturer narrative:
Taper ii. Additional information: report date, device available for evaluation?, date received by MFR?, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes. Device evaluation summary: the device was returned to apollo and a visual inspection was performed and determined the taper type to be taper ii. Brown particles were also noted along with three sutures on the port hole. Scratches were noted on the septum and port. The band and the inner surface of the buckle was noted to be discolored, brown in color. One side of the buckle strap was detached from the buckle. Brown particles were noted in the inner surface of the band shell. A port leak test was performed, and no leakage was noted. A fill inspection test was performed, and no blockage was noted when fluid was injected into the port septum and port tubing. An air leak test was not feasible, as the band was cut in half near the belt/buckle. Under microscopic analysis, the band and the band tubing were noted to have a surgical end cut, consistent with removal of the device. Also under microscopic analysis, the end of the band tubing was noted to have a sharp-edged opening. No unusual characteristics were noted on the access port.